Manufacturer narrative:
(B)(6). Review of the instrument run data confirmed the alleged run #935 to have made potential false positive calls for all three targets of the sars-cov-2 & influenza a/b, due to a disturbance in the background during the run. No persistent impact on the analyzer's performance for consecutive runs was observed. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 07341920190 and the UDI is (B)(4). (B)(4)

Event description:
A customer from (B)(6) alleged discrepant results generated with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system, when compared to the genexpert (cepheid) system. The initial sample generated positive results for sars-cov-2 & influenza a/b. A repeat test of the same sample on a competitor platform genexpert (cepheid) was performed. Although requested, no supporting data for the results for the repeat test is available at this time. The roche results were not reported to the patient/heath care provider. Althought requested, it could not be confirmed if the cepehid results were reported to the patient/heath care provider. No patient harm was alleged. An investigation was conducted to evaluate the customer issue.